Event description:
Customer reports data is missing from the treatment protocol printout. It is unknown at this time whether this could have led to an adverse event. Initial assessment shows that there may be a risk that too much radiation could have been given.

Manufacturer narrative:
The investigation into this situation is on-going at this time. Once the investigation has been completed, more details and a conclusion will be provided.